Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set they found the product as if it was clipped or cut. The following information was provided by the initial reporter. The customer stated: "customer problem: customer is reporting plastic tubing running from needle has two slivers removed as if clipped or cut out on product 367364, lot 1347947."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set they found the product as if it was clipped or cut. The following information was provided by the initial reporter. The customer stated: "customer problem: customer is reporting plastic tubing running from needle has two slivers removed as if clipped or cut out on product 367364, lot 1347947."

Manufacturer narrative:
Catalog number: 367364 batch number: 1347947 bd received 22 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for 22 with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cut tubing. Bd has initiated further root cause investigation relating to the issue of cut tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional information: device available for eval? Yes returned to manufacturer on: 2022-08-12.

Manufacturer narrative:
The following fields have been updated with corrected information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-08-17.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set they found the product as if it was clipped or cut. The following information was provided by the initial reporter. The customer stated: "customer problem: customer is reporting plastic tubing running from needle has two slivers removed as if clipped or cut out on product 367364, lot 1347947."